Event description:
The surgeon called indicating a patient died following the removal of a sessile polyp in the cecum with the generator set at 30 watts in blend one and 25 watts in coag. The patient did not require sedation and walked out after the procedure. The autopsy results were not yet available. The surgeon indicated that he had to activate it longer than usual to remove the polyp, dead bowel or a perforation was possible.